Manufacturer narrative:
The device was returned to olympus for inspection. Definitive root cause could not be identified. However, based on the investigation findings: for the nozzle issue, the most probable cause is the presence of foreign objects the complaint was not established and the noise image issue, the most probable cause was damage to the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device had exhibited a noisy image and the nozzle had foreign objects. There was no patient involvement.